Manufacturer narrative:
The reported failure of the act exh purge valve test is documented in the product risk management file and is associated with the hazard of patient exposure to loss or deterioration of function. Complaints related to this failure mode are reviewed through established post-market complaint trending and escalation processes to evaluate observed occurrence rates against the predicted rates documented in the risk management file. As of the date of this report, complaint data do not indicate an unacceptable increase in the probability of the associated hazardous situations. Therefore, no further corrective action is warranted at this time. The manufacturer will continue to monitor complaints associated with this issue in accordance with complaint trending procedures. The device involved in this complaint had exceeded its useful life as specified in the applicable instructions for use (IFU). No patient injury or adverse health consequences were reported.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of patient harm, and the device was not reported to be in patient use at the time of the event. During evaluation at the manufacturer's service center, the device failed testing for the active exhalation (act exh) purge valve step. The service technician determined that replacement of the active exhalation control module (aecm) was necessary to address the failure. Review of the device error log identified no critical errors. As part of the service activities, the enclosure feet, cable clamp, handle, and ac connector were replaced. The reported issues of a missing humidifier plug or connector and base enclosure could not be confirmed during evaluation.